Manufacturer narrative:
Evaluation results: results - (other): visual inspection of the returned product showed that the lens optic was torn. Complaints of this nature are being investigated.

Event description:
The surgeon implanted a aa4207vf silicone lens. The lens tore upon insertion into the eye. The lens was removed. No patient injury.